Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts for rv lead noise was noted via a remote merlin at home transmission. Patient was seen in clinic and the rv lead was capped and a new lead was implanted. Patient is stable.